Event description:
Lf fse reports via fax that customer reports alleged air injection. Customer reports male having CT of chest for possible pe. Air was noted at the end of the CT scan. Customer feels that approximately 100ml of air was injected. Three days later, risk management has replied that no further information will be made available. When customer provides additional information pertaining to this alleged event, that will be submitted to the FDA on a supplemental follow up report.

Manufacturer narrative:
Tested and verified that injector is operating within factory specification.